Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 332mg/dl. The expected fasting blood glucose test result range is 135 to 158mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the hallway closet. During the call a back to back blood test was performed by the customer and produced test results of 267 and 259mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 06/28/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history. (B)(6).